Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure, date and indication for initial surgical procedure (tvt implantation)? Please specify voiding dysfunction symptoms? Onset date? What medical intervention was given for painful voiding dysfunction symptoms? Results? Date and reason for mesh excision? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Other relevant patient comorbidities/concomitant medications? Product code and lot number?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. Post-implant of the mesh, the patient experienced painful voiding dysfunction and the mesh was excised vaginally. Additional information has been reported.